Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, the subject device made a loud noise and the examination lamp was broken. The device then automatically switched to the emergency light. Error e103 (clv lamp error) was displayed. The user continued using the device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the device and the reported phenomenon (the device then automatically switched to the emergency light, and error e103 (clv lamp error) was displayed) was duplicated. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism. - the internal power supply of the device malfunctioned and the voltage could not be applied to the lamp normally, causing damage to the lamp and switching to the emergency light. There was the possibility that the power supply has an accidental failure or a failure due to aged deterioration because six years have passed since the manufacturing of the subject device.